Event description:
It was reported that during a lap fundoplication procedure, display shows instrument error during surgery. No function. Took new instrument. No further information is available. No pt consequences.